Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. Investigation summary: bd did not receive any samples for investigation. However, 20 retained samples were visually inspected for cannula defects, including needle point integrity, and all samples passed testing with no evidence of damage or poor needle point integrity. Additionally, 10 retained samples were tested for IV cannula lubricant coverage, and all samples passed testing with sufficient lubricant coverage. A review of the device history record was completed. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. There were no quality notifications or nonconformance material reports associated. No definitive potential cause could be established for the reported defect. Based on an evaluation of severity and frequency it was determined that no corrective actions are required. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, sample leakage was seen with an unspecified number of devices. No adverse impact was reported regarding the patient or user.